Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy and was having a little urine. She stated that her implantable neurostimulator (ins) did not seem to be working very good as of (B)(6) 2016. She mentioned having a fall on (B)(6) 2016 and another fall that was very painful that was like three days before that. She stated that she should be using her walker all the time and had a habit of using the walls, which backfired on her. The patient did feel stimulation in her crotch, but had been gradually increasing because she was not feeling it before. When she went for her healthcare provider (hcp) appointment the week prior to (B)(6) 2016 her setting was 5.5, earlier on (B)(6) 2016 it was at 7.5, and about an hour ago she increased to 8.5. She was going to follow-up with her healthcare provider (hcp). The patient¿s indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.